Manufacturer narrative:
Continuation of d10: product ID: evolutfx-34 (j115449); product type: 0195-heart valves. Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx valve; product ID evolutfx-29 (serial: unknown); product type: 0195-heart valves medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, there was strong calcification pre sent in the valve apex and the patient was suspected to have a type 1 bicuspid valve. For a perimeter of 88mm, a pre-dilation was performed several times using a 25mm z-med balloon, however the balloon slipped and would not engage or deploy well. Further attempts to pre-dilate were difficult due to low ejection fraction (ef), and the aortic regurgitation (ar) worsened to a point near severe. Valve implantation was therefore decided to be performed. An attempt was made to place the 34mm valve (j115449), but infolding occurred, most likely due to the balloon not being engaged or deployed. After percutaneous cardiopulmonary support (pcps) was inserted to stabilize hemodynamics, a 29mm valve was attempted for implant. However, fixation was difficult. A new 34mm valve was prepared again, and the implant was performed successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. Second paragraph added d. Expiration date, lot #, and unique identifier # updated d10. Associated product removed h4. Device mfg date updated h6. Method code updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, there was strong calcification pre sent in the valve apex and the patient was suspected to have a type 1 bicuspid valve. For a perimeter of 88mm, a pre-dilation was performed several times using a 25mm non-medtronic balloon, however the balloon slipped and would not engage or deploy well. Further attempts to pre-dilate were difficult due to low ejection fraction (ef), and the aortic regurgitation worsened to a point near severe. Valve implantation was therefore decided to be performed. An attempt was made to place the 34mm valve, but infolding occurred, most likely due to the balloon not being engaged or deployed. After percutaneous cardiopulmonary support was inserted to stabilize hemodynamics, a 29mm valve was attempted for implant. However, fixation was difficult. A new 34mm valve was prepared again, and the implant was performed successfully. No additional adverse patient effects were reported. Additional information was received that confirmed that a misload was not identified during the valve load of the initial valve. It was upon the first deployment attempt that the infold in the valve frame was observed, and subsequently, the valve was attempted and recaptured a total of two times due to the infold. Upon the deployment attempt of the 29 mm valve, one deployment attempt was made over a non-medtronic guidewire with the deployment starting point at the bottom of the pigtail catheter at a depth of approximately 3 mm on both the left and non-coronary cusps. A procedural delay was reported. Per the physician, the cause of the patient's hemodynamic instability was the low ef.

Event description:
Additional information was received that clarified previously reported information indicating that the 29 millimeter (mm) valve dislodged while still attached to the second delivery catheter system (dcs). The valve was checked under fluoroscopy, and it was clear that the valve dislodged and was difficult to secure in place. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.